Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was unable to power on. A field service engineer replaced the power supply to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system screen was black and device was offline in remote support service. The customer reported that the malfunction occur when user was tried to issue medication to patient. There were no adverse events or injuries reported based on this event.